Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties inflating/deflating the device could not be replicated in a testing environment as the balloon was ruptured; however, scanning electron microscopy revealed a material discrepancy at the proximal balloon seal. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Event description:
It was reported that a 7x40x80 armada 35 balloon dilatation catheter was advanced onto an unspecified 035 guide wire into a non-abbott sheath to a mildly to moderately calcified, 70% stenosed lesion in a mildly tortuous mid arteriovenous fistula (dialysis shunt). Using a non-abbott inflation device, the armada was inflated once to 8 to 10 atmospheres, but resistance was felt during inflation (the balloon was difficult to inflate). The balloon was ultimately inflated and dilatation was performed. After dilatation, the balloon was unable to be deflated and subsequently unable to be withdrawn from the anatomy. To enable removal of the balloon, the armada balloon pressure was increased until it burst at 25 atmospheres, resulting in a vessel dissection. The dissection was successfully treated with a non-abbott stent. There was no reported adverse patient sequelae and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: unspecified .035; inflation: boston scientific; sheath: 6fr terumo. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.